Event description:
During preparation for an unrelated surgery, muscular stimulation was observed due to dislodgement of the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. The issue was resolved by explanting and replacing the lv lead. The patient was stable and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The ¿s¿ curve portion of the lead was normal and the hump height was measured within specification. Electrical tests did not find discontinuities or short between any conduction paths. Damages on the lead were consistent with procedural damages. The reported events of lead dislodgement and muscle stimulation could not be confirmed.